Event description:
Surgery date: 2003. The pt was readmitted to the hosp 7 days later and a second surgery was performed. During the surgery, it was discovered that a desmoplastic band had attached the ileum to the retroperitoneal opening. The band was lysed and the pt is ok.